Event description:
It was reported that the patient presented in-clinic for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The patient was scheduled for follow up in one month.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.